Manufacturer narrative:
Evaluation summary: based on the evaluation results, the customer's complaint that the ex holster stopped working after the seventh sample has been verified. The site performed functional tests and found the unit gave vac button stuck error. The unit was placed into long term hold.

Event description:
It was reported by the dr he was performing an ultrasound breast biopsy with the ex holster. It was reported the dr pierced the breast and was taking samples in fatty breast tissue and the ex holster stopped working after the seventh sample. The dr tried powering the unit off and on and the ex holster would still not operate. No error codes were produced. The dr attained his handheld holster and, using an 8 ga handheld probe, completed the case with no pt consequence. The dr checked to make sure the connector on the ex holster was firmly connected to the control module during use. The dr will be returning both the ex holster and the 11 ga ex probe for analysis.